Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) split during preparation and a second 6f/7f mynx control vascular closure device (vcd) would not advance into the hub when insertion was attempted through a 6fnon-cordis sheath. The sheath was pulled, and manual compression was applied. There was no reported patient injury. The product did not enter the patient. No patient injury was reported. The vcd was used in a diagnostic left heart catheterization (lhc) procedure with a retrograde approach. The deployer was trained and certified to use the mynx device. The femoral artery's suitability, including insertion angle and vessel diameter (=5 mm), was verified by angiography. The access vessel was the common femoral artery (cfa), with no noted tortuosity or presence of peripheral vascular disease (pvd) or calcium at the puncture site. Hemostasis was achieved via manual compression. No damage was observed on the device or packaging prior to opening, and the device was stored and prepped according to the instructions for use (IFU). All staff involved were confirmed to be trained in the device's use. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position and was partially exposed. Regarding the sealant sleeve condition, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was returned deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. A dimensional analysis of the sealant sleeve slit length was attempted; however, it could not be executed due to the frayed/split/torn condition of the sealant sleeves, which impeded accurate measurement. An attempt to perform the functional insertion and withdrawal evaluation through a csi was made; however, the evaluation could not be completed due to resistance resulting from the sealant sleeve condition, which impeded insertion of the applicable cordis laboratory catheter sheath introducer. A simulated deployment test evaluation was subsequently performed to ensure functionality. The unit functioned as intended, deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. The reported event for the first device of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, the reported event for the second device of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the functional insertion/withdrawal test could not be completed due to the frayed/split/torn sealant sleeves. Also, a condition was noted with the second returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analyses, it is difficult to determine what factors may have contributed to the issues experienced with the devices. However, as the issue with the first device occurred during prep, prepping/handling factors possibly contributed to the issue experienced. Additionally, since the issue with the second device occurred during attempted insertion into the sheath, procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analyses, nor the information available for review suggests that the failures observed could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) split during preparation and a second 6f/7f mynx control vascular closure device (vcd) would not advance into the hub when insertion was attempted through a 6fnon-cordis sheath. The sheath was pulled, and manual compression was applied. There was no reported patient injury. The product did not enter the patient. No patient injury was reported. The vcd was used in a diagnostic left heart catheterization (lhc) procedure with a retrograde approach. The deployer was trained and certified to use the mynx device. The femoral artery's suitability, including insertion angle and vessel diameter (=5 mm), was verified by angiography. The access vessel was the common femoral artery (cfa), with no noted tortuosity or presence of peripheral vascular disease (pvd) or calcium at the puncture site. Hemostasis was achieved via manual compression. No damage was observed on the device or packaging prior to opening, and the device was stored and prepped according to the instructions for use (IFU). All staff involved were confirmed to be trained in the device's use. The device will be returned for evaluation. Addendum: the sealant was found partially exposed on product evaluation for complaint 2.